Event description:
It was reported that this device declare code 1003 indicative of voltage too low for the projected reaming capacity. The device has been explanted and replaced. No adverse patient effects were reported.